Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the catheter was obstructed at the time of use.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including one 3-lumen catheter, one guide wire, and an arrow raulerson syringe (ars). The catheter was returned with a sleeve on the catheter body. Visual examination of the returned catheter did not reveal any defects or anomalies. The length and outer diameter of the returned catheter body were measured and were found to be within specification. The catheter was functionally tested by first passing the returned guide wire through the returned catheter. The guide wire was able to pass with minimal resistance. All three extension lines were flushed with water using the returned ars to identify any blockages. A slight resistance was encountered when first flushing proximal line, but functioned as normal once the line was primed. The distal and medial extension lines functioned as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "prepare the catheter for insertion by flushing each lumen and clamping or attaching injection caps to appropriate extension lines. Leave the distal extension line uncapped for guide wire passage." The customer report of a catheter blockage could not be confirmed by complaint investigation. The returned catheter passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: the catheter was obstructed at the time of use.